Manufacturer narrative:
Lot number of the device not provided by the complainant; therefore, the UDI, expiration and manufacturing dates are not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant.

Event description:
Hologic has received correspondence arising from litigation. The litigation alleges that a 50-year-old patient was implanted in the left breast with a biozorb on (B)(6) 2016 due to a lumpectomy with partial mastectomy. Repeated mammography exams found that biozorb was surrounded by micro-calcifications which could represent calcified hematoma and seroma. Patient reported repeatedly left breast tenderness at lumpectomy and axillary incision sites. No other relevant information was provided. This report is being submitted pursuant to 21 cfr part 803 based on information made available to hologic through litigation. Consistent with 21 cfr 803.16, the submission of this report is not intended, and shall not be construed, as an admission, acknowledgment, or confirmation by hologic that the device caused or contributed to the reportable event.